Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 42 mg/dl. The customer was late to lunch and treated by finally eating lunch. Additionally, the customer mentioned that the insulin pump was not vibrating despite having a low predict alert three hours beforehand. Troubleshooting was initiated and the customer confirmed that vibrate mode was set to off. The customer turned the vibration mode on and performed the self test: the insulin pump successfully vibrated during the vibrate test. No products were returned or replaced.